Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there were episodes of oversensing and increased capture threshold that resulted in a loss of capture on the right ventricular (rv) lead. Visual examination of the rv lead during the revision procedure revealed no anomalies. The rv lead was capped and replaced to resolve the event and the patient was stable.